Manufacturer narrative:
(B)(4). (UDI): n/a. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the threaded portion of k-wire broke off while in patient's femoral neck and was not able to be retrieved.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: b4, b5, g4, h1, h2, h3, h6, and h10. Reported event was able to be confirmed from the picture that showed the cap at the tip of the impactor had fractured. The x-rays were also reviewed and an identified fractured k wire was seen within the femoral neck. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.